Event description:
It was reported the patient lost therapy due to not charging the ipg as recommended. The patient has not recharged or used the ipg in over 12 months. In turn, the patient underwent surgical intervention wherein the entire system was explanted to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The reported issue of ipg inoperable was confirmed. At receipt the ipg did not communicate with a lab ppg due to depleted battery. Per communication hub, patient forgot to charge their ipg. Last time ipg was charged was one year ago. Patient had a system explant. Per 56-0258 documents, a product analysis checklist is not required because product testing cannot give any additional information regarding the customer¿s complaint. According to the review of protégé IFU/dfu, arten100145316, rev a, there is adequate information for preserving the ipg when not in use. Section ¿maintaining the ipg battery¿ in the dfu, the shaded area entitled ¿warning¿ states, ¿do not let an ipg battery remain depleted for an extended period of time. If a depleted battery is not recharged within 30 to 90 days of its full discharge, the charger may not be able to recharge it; and it will have to be surgically replaced to resume therapy.¿